Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance (guidewire) was not confirmed. Additionally, the outer member was noted to be stretched distal to the mid lap seal. The inner and outer member were collapsed distal to the guide wire exit notch. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The noted stretched outer member is likely due to handling and/or manipulation of the device during the attempted advancement on the guidewire. The investigation was unable to determine a conclusive cause for the reported difficulty to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 1.50x15mm traveler balloon dilatation catheter (bdc) was attempted to be advanced through a guidewire (gw); however the bdc met with resistance and could not pass through the distal portion of the guidewire. There was no adverse patient effect and no clinically significant delay reported in the procedure. The bdc was replaced with a same sized traveler bdc that was used in the procedure without issue. Return device analysis found that the outer member was stretched. No additional information was provided.